Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to myopotential oversensing was observed. Programming change was made and resolved the oversensing. No patient symptoms were reported.